Event description:
Ous MDR - 2 days post implant an impedance of >2500 ohm and with no effective capture at maximum output was noted. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected, particularly the header of the device. The inspection did not reveal any anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed documenting that the lead polarities were unipolar with expected impedance values whereas the bipolar lead configuration showed values > 2500 ohms. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.